Event description:
Inform ii user reported meter results of 5.0 mmol/l and 4.8 mmol/l, blood gas analyzer result of 1.6 mmol/l within 10 minutes. Nursing staff administered the 20% dextrose prescribed by medical staff. No adverse event reported. A request was made for the return of the strips.

Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.